Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 10.5 mmol/l. The discontinuation of the device was advised. Nothing further was reported.